Event description:
The user facility reported that a nurse found foreign material with the involved terumo needle during preparation. This was noticed after the individual package was opened and before the protector was removed. Since the black dot was found inside the protector, the user didn't use this device. Tc received the actual sample on (B)(6) 2022. (B)(6) confirmed that a black foreign material was inside the protector. The fourier-transform infrared spectroscopy (ftir) result showed that the foreign material was presumed to be a metal oxide. The event occurred pre-treatment. There was no patient involvement.

Manufacturer narrative:
Expiration date: 2027-02. Implanted date: no patient involvement. Explanted date: no patient involvement. Initial reporter name: mr./ms. (B)(6). The actual sample and reference photos were received for evaluation. Reference photos were initially provided by tc showed an assembled needle without a blister package. A black foreign material was observed on the inner surface of the protector. Based on the edx result, the foreign material was presumed to be metal oxide which measures 0.0024mm2. The actual sample received wherein no foreign material was observed on the protector since it was already subjected to edx analysis. Retention samples were visually inspected and confirmed free from any foreign material that could lead to the complaint. The review of the complaint masterfile showed that this is the first time we received a complaint related to foreign material (metal oxide). As corrective action ph-pqd-nn006 nn assembly cleaning work instruction has been revised on (B)(6) 2022, to include the cleaning between the agitator shaft and agitator plate. The root cause of this complaint originated in our production process. Based on records, an activity was conducted at the protector station last september 23, 2021, wherein the agitator wing was disassembled and reassembled. Possibly the bolt was over-tightened on the agitator plate during the installation of the agitator wing which resulted to metal-to-metal contact between the bolt lock and the agitator shaft. The metal-to-metal contact creates the foreign material stuck in between the agitator shaft and the agitator plate which eventually accumulates and fell inside the protector due to the machine's vibration. We have machine maintenance cleaning every week however, the cleaning between the agitator shaft and the hopper inner wall was not specified in the procedure. As corrective action ph-pqd-nn006 nn assembly cleaning work instruction has been revised on november 30, 2022, to include the cleaning between the agitator shaft and hopper inner wall. Before shipment qc conducts an outgoing inspection to check the condition of the product. All samples passed. Terumo medical products (tmp) (importer) registration no: (B)(4) is submitting this report on behalf of terumo (B)(4) corporation (manufacturer) registration no: (B)(4).